Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 130 mg/dl and sensor glucose was 80 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 65 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with an incorrect date. The correct date is 28-sep-2018.